Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim x2 g5 user guide, ¿do not remove or add insulin from a filled cartridge after it is installed on the pump¿. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 29 - motor cart range low) and alarm 31 (motor vent stall) occurred with a cartridges during the load process. The customer's blood glucose level was 215 mg/dl. Reportedly, the customer used insulin from an old cartridge to fill a new cartridge. The customer successfully loaded the new cartridge and resumed insulin therapy.